Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch:7439630.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the s2 drg lead. It is unknown which lead was at fault. Surgical intervention was undertaken wherein the lead was explanted and replaced.